Manufacturer narrative:
The returned coil was evaluated visually and functionally, where possible. The proximal end of the detachment zone was complete and attached to the guidewire. The distal end of the detachment zone appeared darker than the proximal end. The detachment wire length was measured as longer than the upper specification limit for this model. The coil shell to detach wire weld appears to have failed, causing the unexpected coil detachment. A non-destructive 100% in-process tensile strength inspection is performed on every manufactured lot to verify weld strength. This is being considered an isolate event.

Event description:
During placement of first coil, doctor noted a significant space at the proximal marker of the catheter. The coil was pulled back and a premature separation of the detachable coil was confirmed. The remnant of the coil was pushed into the aneurysm without event. The coiling continued without further event, no adverse effect to the patient.